Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Event description:
Information received from the patient reports feeling stimulation on right side of head. The patient had bad migraines for long time and getting worse (2014). Not sure if stimulator was causing it. The patient didn't have this bad before placed. Patient not sure if ins (stimulator) moved but usually feels in vaginal area. The sensation was not there when stimulation was off. Feels same in head as it's in the bottom. The stimulation was right where migraines were. The patient took 2 falls. First fall was in the bath tub not long after implant and was unknown when. The second fall was 1.5 years ago(2013) fell on bottom and hit battery pack. The patient was not sure if cracked it. She was sore for a few days but not any direct issues with neurostimulator. The patient saw doctor and doctor said looked fine. The patient was reprogrammed and everything was fine. It was reported recently felt stimulation in head, fall in tub and not sure if cracked battery pack. A fall reported that could be related to this issue. Symptoms reported was tingling in head three months ago. This was consider a gradual change in therapy/symptoms. The patient has appointment on (B)(6). The patient reported that the last few months had gotten so bad. The patient noted migraines were off and on whole life. She was diagnosed with fibromyalgia and ic (interstitial cystitis) about a year ago. She had episode and loss feeling left side of face. A CT scan was performed and it was noted that the patient didn't have stroke. Only thing that had happened that makes something other than that didn't a couple years ago. Patient gets a numbing every now and then on left side. The patient stated battery pack was moved a little over a year ago.